Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Analysis found that only a partial lead was returned. The insulation was abraded at 12.7 cm to 13.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(6). (B)(4).